Event description:
On 18-mar-2026, a distributor reported via email that an ar-1588rt-2j tightrope ii rt and an ar-1588btb-2j tightrope ii btb snapped while the graft was being pulled into the femoral tunnel. The issue occurred during a procedure on (B)(6) 2026. No patient harm was reported. Additional information was received on (B)(6) 2026: this event occurred during an acl reconstruction procedure. All detached fragments were retrieved from the patient. The case was completed using a replacement implant, ar-1588btb-2j tightrope ii btb. The procedure was delayed by approximately 30 minutes, and anesthesia time was extended accordingly.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.